Event description:
Physician coiling a wide neck 4.21mm x 6.45mm carotid opthalmic aneurysm, patient was placed on aspirin and plavix 5 days prior to procedure for pre-loading prior to neuroform stent placement. Physician accessed lesion with a 6f envoy and placed a hyperclide 4x20mm balloon at aneurysm neck, physician then accessed lesion with an echelon-14, 45 degrees tip shaped micro catheter with a transcend 200 floppy wire, physician successfully deployed nexus tetris 5x10, nexus tetris 4x5, nexus tetris 3x4, nexus tetris 3x4, and nxt tension safe 2x6 coil with two separate balloon inflations. Physician attempted to deploy n-2-4-t10-ts with balloon inflated. Upon insertion, the coil protruded out of the aneurysm wall at the neck and an inter-procedural rupture occurred. Heparin was reversed, balloon was left inflated, physician deteached the coil alon with another nxt tension safe coil and additional micro vention hydro coil (2x4). Balloon was deflated for a few second and injection show definite major contrast extravasation balloon was re-inflated and physician injected 2 vials of onyx 34 to stop hemorrhage. Approximately after 5 minutes, hemorrhage was stopped. Ventriculostomy could not be performed because of pre-loaded aspirin and plavix. Patient status was reported as 'non-responsive' and later expired on follow-up.